Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke and the fiber cap detached at 3,861 joules. Also, it was reported that there was no tissue contact. The device was not returned for eval.